Event description:
It was reported to boston scientific corporation, that an injection gold probe was used during an esophagogastroduodenoscopy (edg) procedure to treat a duodenal ulcer on a (B) (6) male patient. According to the complaint, during the procedure, the probe would not cauterize. The connections were checked and the device would still not work. The procedure was completed with another injection gold probe. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported as fine.

Manufacturer narrative:
The complainant was unable to provide the suspect device lot number; therefore, the device expiration and manufacture dates are unknown. The complainant indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. If there is any further relevant information, a supplemental medwatch will be filed. (B) (4).